Event description:
It was reported that a burn was discovered that roughly one minute into a radiofrequency ablation (rfa) procedure, an open circuit error occurred on the generator, and the procedure was cancelled. The physician checked the grounding pad and noticed the patient had a significant burn on her leg (rear of thigh) directly under the pre-wired grounding pad. The burn was assessed as a third degree burn and was 4 centimeters long and two centimeters wide. The physician was not comfortable continuing to use the generator as he initially thought this was a fault of the generator use. The nursing staff reported that the area was free of hair, and that they placed the pad as per the directions for use ensuring full contact with patients skin. The grounding pad was placed vertically on the patient and was not reapplied or repositioned. It is unknown if there were any creases or air bubbles when the grounding pad was applied. There were no prior skin injuries or burns where the grounding pad was placed. The shape of the grounding pad was oval. The physician assessed the burn was caused by the grounding pad most likely bubbling during the procedure. He felt the nursing staff applied the grounding pad correctly, however the patient may not have adhered to the preoperative directions to not apply moisturizing cream prior to the procedure. The physician applied wound dressing and released the patient with pain medication and additional dressings. Patient returned for a wound cleanout and discharged with additional dressings. The patient is expected to fully recover. There is no photo of the burn available. The grounding pad will not be returned as it was discarded at the medical facility. The patient is expected to fully recover.

Event description:
It was reported that a burn was discovered that roughly one minute into a radiofrequency ablation (rfa) procedure, an open circuit error occurred on the generator, and the procedure was cancelled. The physician checked the grounding pad and noticed the patient had a significant burn on her leg (rear of thigh) directly under the pre-wired grounding pad. The burn was assessed as a third degree burn and was 4 centimeters long and two centimeters wide. The physician was not comfortable continuing to use the generator as he initially thought this was a fault of the generator use. The nursing staff reported that the area was free of hair, and that they placed the pad as per the directions for use ensuring full contact with patients skin. The grounding pad was placed vertically on the patient and was not reapplied or repositioned. It is unknown if there were any creases or air bubbles when the grounding pad was applied. There were no prior skin injuries or burns where the grounding pad was placed. The shape of the grounding pad was oval. The physician assessed the burn was caused by the grounding pad most likely bubbling during the procedure. He felt the nursing staff applied the grounding pad correctly, however the patient may not have adhered to the preoperative directions to not apply moisturizing cream prior to the procedure. The physician applied wound dressing and released the patient with pain medication and additional dressings. Patient returned for a wound cleanout and discharged with additional dressings. The patient is expected to fully recover. There is no photo of the burn available. The grounding pad will not be returned as it was discarded at the medical facility. The patient is expected to fully recover. This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event. Boston scientifics investigation regarding this event since the initial report was submitted to the FDA determined that this 3500a medwatch was submitted in error, there was no reported allegation concerning the performance of the rfg-4-240v generator or the device itself. The generator did not and cannot cause a burn to the patient due to its design and operational characteristics. In rf ablation procedures, thermal injury is associated with the grounding pad, not the generator. In this case, it was reported that the patient received a burn at the grounding pad site during use of nissha medical technologies ltd. Grounding pads (model dgp-pmc2-5 lot 84631) and a cosman rfg-4 generator (model rfg-4-240v sn (B)(6)). The grounding pad is responsible for dispersing electrical energy during procedures, and improper use or application can sometimes lead to adverse events. Nissha medical technologies ltd. Owns the regulatory reporting responsibilities for this product. As a result, boston scientific should not have submitted a 3500a medwatch to the FDA on this event. Upon receipt of the additional information that identified these grounding pad products to be nissha medical technologies ltd. Manufactured products, boston scientific notified nissha medical technologies ltd. Of this event.